Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient was experiencing discomfort and ended their basic trial early with a lead pull. It was noted that the patient was also experiencing non-desired stimulation. The patient is not considering a new trial in the future. There were no additional patient complications.